Event description:
It was reported that this implantable cardioverter defibrillator (ICD) intrinsic amplitude is out of range on the right ventricular (rv) lead. The presenting electrogram (egm) shows appropriate ventricular sensing observed. The stored egm recorded atrial tachy response (atr) episodes with frequent atrial undersensing. The sensitivity is currently programmed to automatic gain control (agc) at 0.25mv (millivolts). Battery longevity is normal and other lead measurements are stable. At this time, the device remains in-service. No adverse patient effects were reported.